Manufacturer narrative:
Additional information: the product evaluation confirmed the failure mode. An additional investigation inspected the iol under 10x-20x magnification and found one haptic plate with the haptic had been torn at the junction and was missing. The second haptic plate with the haptics still attached. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. There have been no other events for this lot to date. The lot history, trend analysis, risk analysis and directions for use (dfu) were reviewed and considered acceptable, with the product performing within anticipated rates. The duovisc viscoelastic used is not validated for use with bausch + lomb products. The most probable root cause is "operational context". User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. No corrective action is necessary at this time.

Manufacturer narrative:
Product evaluations indicated one opened lens box was returned missing the peel pouch, directions for use (dfu) and the labels. The lens was in the carrier, positioned incorrectly. Particulates, saline dendrites, dried solutions and what looks like dried blood were visible on the optic. Visual inspection found one haptic plate torn off and missing. The other plate was attached, but both of the haptic arms on this plate were bent. The optic is not damaged. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. Investigation of this event is in progress. Upon completion of the investigation, a follow up report will be submitted.

Event description:
It was reported that an intraoperative lens exchange on the left eye took place due to the trailing haptic of the initial intraocular lens (iol) being cut in half by the insertion device during iol implantation. The incision was enlarged almost as wide as the optic in order to remove the iol prior to lens exchange. A suture was placed after the intraoperative lens exchange. In the surgeon's opinion, the likely cause of the event was the insertion device cut off the trailing haptic of the optic. The patient has recovered.